Manufacturer narrative:
Dodier, p., frischer, j. M., wang, w., auzinger, t., mallouhi, a., serles, w., . . . Bavinzski, g. (2018). Immediate flow disruption as a prognostic factor after flow diverter treatment: long-term experience with the pipeline embolization device. World neurosurgery. Doi:10.1016/j.wneu.2018.02.096 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this patient: 2029214-2018-00320, 2029214-2018-00321, 2029214-2018-00322, 2029214-2018-00323. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline placement. The purpose of this article was to report the long-term results after pipeline embolization device (ped) implantation. The authors retrospectively reviewed 40 patients with 59 aneurysms who underwent placement of 54 peds. The patients' mean age was 52.3 years; 34 of the patients were female. The article notes the following early procedure-related complications ( < 30 days post-procedure): - 1 ipsilateral hemorrhage resulting in poor clinical status (mrs 5) - 1 contralateral hemorrhage - 3 ophthalmoplegia or visual impairment: 2 transient and 1 pre-existing/persisting - 1 asymptomatic in-stent stenosis on follow up angiography. In addition, one patient underwent placement of two peds; later on, a neck remnant was observed and was consequently retreated.